Event description:
A caller reported receiving a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing detailed pump reset instructions, guiding them through the process. After the pump reset, the error code did not appear again, and the customer was able to successfully start their sensor session.